Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The reporter stated via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis. The reporter stated that there was an issue with insulin pump before hospitalization. Customer¿s blood glucose value was unknown. Further, the reporter stated that tubing was kinked so they experienced pain at site and they had insulin pump but it was off. Troubleshooting was not performed as the caller was not hipaa contact. Insulin pump will not be return for analysis.